Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 90% in-stent restenotic target lesion from non-boston scientific stent was located in the moderately calcified and moderately tortuous mid left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured after stent placement during procedure. The device was removed, and the procedure was completed using the original device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 2mm distally from the proximal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 90% in-stent restenotic target lesion from non-boston scientific stent was located in the moderately calcified and moderately tortuous mid left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured after stent placement during procedure. The device was removed, and the procedure was completed using the original device. No patient complications were reported and the patient condition was good.